Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter and the spring in the handle broke. Eventually, the clip released after 30 minutes of tweaking the catheter and the procedure was completed at this time. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter and the spring in the handle broke. Eventually, the clip released after 30 minutes of tweaking the catheter and the procedure was completed at this time. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block g3: FDA registration number: (B)(4). Block h6: problem code 2906 captures the reportable event of clip difficult to release from the catheter. Block h10: a visual examination of the returned complaint device noted that the clip assembly and the spring were not returned with the device. It was noticed that the control wire was severely kinked at the proximal section, near the handle part. Additionally, the catheter was severely kinked at the distal section. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter and the spring in the handle broke. Eventually, the clip released after 30 minutes of tweaking the catheter and the procedure was completed at this time. There were no patient complications reported as a result of this event.